Event description:
It was reported that during a routine follow-up, noise was observed on the right ventricular lead of an asymptomatic patient. The noise could not be reproduced and all other electrical values were normal. No changes were made at that time. On (B)(6) 2015 the patient presented for a follow up and the pulse generator was reprogrammed to unipolar mode to address the noise issue. The patient would continue to be monitored.